Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as unknown abgii/rejuvenate stem. An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Additional information pertaining to the device referenced in this report (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
An event regarding a revision due to pain involving an unknown abgii modular device was reported. The event was confirmed. Device evaluation was not performed as no devices were received. A review of device history records could not be performed as the reported device was not properly identified. Similar events have occurred for the abgii modular product family. No further investigation is required.

Event description:
It is reported that: the patient began feeling pain in 2011, one year post implant. The patient went to the emergency room on (B)(6) 2012 because of extreme hip pain. The patient is having difficulty walking and uses a cane because the leg will not support her. Patient is scheduled for an MRI and additional testing.

Event description:
It is reported that: the patient began feeling pain in 2011, one year post implant. The patient went to the emergency room on (B)(6) 2012 because of extreme hip pain. The patient is having difficulty walking and uses a cane because the leg will not support her. Patient is scheduled for an MRI and additional testing.